Manufacturer narrative:
The reporter's meter was returned for investigation. After powering on the meter the visual inspection of the display showed several black lines and spots. One large spot partially hides the second digit in the result screen, which is immediately visible to the user. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The investigation could not identify a product problem. The cause of the event could not be determined. No product was returned for investigation.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There were black spots in the display and these spots were obscuring the results portion of the display. It is possible results could be misinterpreted, but no actual misinterpretation occurred.